Manufacturer narrative:
(B)(4). Lot number: 100715; date of manufacture: 15 july 2010 quantity: 20. Lot number: 100915; date of manufacture:15 september 2010; quantity: 10. (B)(6). This device referred to in the event description is not sold in the USA, but is similar to a device that is. The 510(k) for the similar device is k020332. Method: the complaint breathing circuits were not returned to fisher & paykel healthcare for evaluation, however, the customer provided photographs of a circuit kit. An investigation was carried out based on inspection of the provided photograph. Results: the photographs provided by the customer show that the red sle restrictor was not included in the breathing circuit kit. A lot check revealed no other complaints of this nature for lot numbers 100715 or 100915. Conclusion: fisher & paykel healthcare offers the rt225 infant bias flow breathing circuit kit, rt226 infant low flow breathing circuit kit and rt227 infant breathing circuit kit for sle 2000/2000hfo. These kits have similar components, however the rt227 kit includes the sle restrictor. It is likely that an rt225 or rt226 breathing circuit kit had been labelled as an rt227. There are standard operating procedures (sops) in place to assist operators on the production line correctly pack and label infant breathing circuits. These instructions include a review of the label prior to the label being affixed to the box. Our monitoring and trending has revealed no other complaints of incorrect infant breathing circuit labels in the past 12 months to the end of (B)(4) 2011.

Event description:
A distributor in (B)(6) reported that the restrictors were missing from three boxes (thirty units) of rt227 breathing circuit kits. The distributor identified the missing restrictors prior to patient use.

Manufacturer narrative:
(B)(4). Lot number: 100715, date of manufacture: 15 july 2010, quantity: 20; 100915, 15 september 2010; 10. (B)(6). The 510(k): this device referred to in the event description is not sold in the USA, but is similar to a device that is. The 510(k) for the similar device is k020332. Narrative: the complaint breathing circuit kits have not yet been received by fisher & paykel healthcare for evaluation. We will provide a follow-up report upon receipt of the circuits and completion of our investigation.

Event description:
A distributor in (B)(4) reported that the restrictors were missing from three boxes (thirty units) of rt227 breathing circuit kits. The distributor identified the missing restrictors prior to patient use.